Event description:
Subsequent to the previously filed medwatch, the scg was returned with the shaft bond broken.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The complaint device was returned for analysis. It was confirmed that the valve was loose/broken. Based on the analysis findings, the reported difficulty inserting the clip delivery system (cds) into the steerable guiding catheter (sgc) was confirmed to be due to a loose/broken bond between the hemostasis valve and the guide shaft. A review of the lot history record revealed no non-conformances. Additionally, a review of the complaint history of the reported lot did not indicate other similar incidents. Process controls exist within the manufacturing process, including inspection of the bonded area, leak testing, key force testing of the joint, and process monitoring. Based on the review of the related materials and manufacturing records of the complaint device, in conjunction with the device analysis, no special cause was identified for the failed bond between the proximal shaft and the hemostasis valve resulting in the reported user experience. Additional investigation for this issue will be performed per internal site operating procedures and the performance of these devices will continue to be monitored.

Event description:
This event is being reported because the device was returned with the shaft bond broken, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. After a successful insertion of the steerable guide catheter (sgc) into the anatomy, the clip delivery system (cds) could not be inserted. The cds was rotated clockwise; however, the cds could not be inserted. The cds was rotated counterclockwise; however, the cds could not be inserted. The sgc was replaced with a new one and the procedure was completed successfully. The mr was reduced to 1-2, with no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided. The scg was returned with the shaft bond broken.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.